Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the handset and therapy had been working fine since implant on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had painful stimulation. It was noted that at 3 am, the stimulation ¿just jumped up¿ and started stimulating the patient too high. The patient was just sleeping and had not used the handset. The patient¿s husband was able to turn the stimulation down from approx. 1.0 volts to 0.0 volts where the patient immediately felt better with the stimulation off. It was unsure what had cause the jump in stimulation. The representative was going to follow up with the patient¿s healthcare professional (hcp) to let them know the issue was resolved for today. Follow up information received from the manufacturer¿s representative on july 9, 2019 reported that the cause of the stimulation jumping up was not determined. They were not aware of any further actions/interventions that were taken to resolve the issue. The representative reported the issue was resolved. There were no further complications reported or anticipated.